Event description:
Following implant surgery, an x-ray revealed that the template used to set the implant was not removed from the recipient. The recipient underwent surgery to remove the template. The recipient is reportedly doing well.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's device remains implanted. This is the final report.